Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.

Event description:
It was reported that the micro sagittal saw heated up during a procedure. There were no patient or user injuries, and there were no adverse consequences.